Event description:
Treatment of a large aneurysm measuring 18mm x 7mm located in the para-ophthalmic segment of the right ica (internal carotid artery). The patient was on aspirin and plavix. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the proximal portion of the pipeline (5mm x 14mm) did not open and required balloon angioplasty (an option presented in the instructions for use, u.s.) To achieve full wall apposition. The patient made a full recovery. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted int he patient. (B)(4).